Event description:
During an endoscopic spinal fusion the distal objective lens of the endoscope became dislodged along with the glass rods, stainless steel spacers and tension spring and fell into the surgical site. The surgeon removed these components from the site. The procedure had been completed at the time of the failure. There was no harm to the pt.